Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 11may2021. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document adverse events that may be associated with the use of the heartmate 3 lvas, including right heart failure. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had acute onset chronic combined systolic and diastolic heart failure. The patient noticed their leg swelling (B)(6) 2021. The patient was admitted to the emergency room (ER) (B)(6) 2021 and discharged home after lasix was doubled. The patient was admitted overnight (B)(6) 2021 due to leg edema, volume overload, bloating, and dyspnea on exertion (doe). The patient was given intravenous (IV) lasix and medical titration. Dobutamine was started on (B)(6) 2021. Vasodilators were also administered to the patient to treat right heart failure. Right heart failure did not exist pre-left ventricular assist device (lvad) implant.